Event description:
Customer reports that the product does not close properly. No patient injury or intervention reported.

Manufacturer narrative:
Sample product requested for evaluation. Sample product not received at time of this report.